Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose levels were up to 411 mg/dl. The customer also mentioned other blood glucose values such as in range of 200 mg/dl to 300 mg/dl, 240 mg/dl. The customer did experience symptoms of high blood glucose value such as nausea. The customer treated high blood glucose with insulin pump and manual injection. Based on customer¿s report customer did not allege under delivery. The customer was using the insulin pump when high blood glucose event was reported. The customer was reported that the drive support cap was normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was reported that insulin pump passed high pressure test. The insulin pump will not be returned for analysis.